Event description:
The customer reported the system failed to take fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo receptacle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.